Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The proximal portion of the lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 5.5 years later, it was further reported that the lead had a confirmed fracture and noise and high pacing impedance were noted during a change out procedure.

Event description:
It was reported that the lead showed episodes of non-sustained tachycardia and t-wave oversensing coupled with small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.